Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that when inserting the inserter, the system showed about 5 mm off in the superior direction in an imaging system spine case. The surgeon could see where to place the inserter, but only used the depth view of navigation to implant the inserter. The field representative (rep) said the geometry error on the frame was 0.08, and all instruments verified and tracked accurately without issue. They tried to reverify the inserter, and it reverified immediately, but still showed inaccurate in the superior direction. They replaced the spheres too, but the inaccuracy did not go away for the case, delay was less than 3 minutes due to reverification of the instrument. After the case, the rep completed the system checkout, and the same instrument that was inaccurate during the case showed accurate. No known impact to patient outcome.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. The software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration was a common cause of accuracy issues but cannot be detected in logfiles or archives. But thousands of "infrared in terference error" were observed so regarding the delay in reverification of instrument might be due to the infrared interference error. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.